Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose events overnight while using dexcom g7 and 6 mm/23 in infusion sets, with one episode following a pre-bed glucose around 311 mg/dl and subsequent correction and snack behavior discussed during troubleshooting and education. Symptoms included hypoglycemia with altered responsiveness that prompted the partner to administer oral carbohydrate, after which glucose returned to range. Outcomes included transient low and high glucose without hospitalization. Investigation included customer care troubleshooting and education regarding correction boluses, bedtime snacking announcements for carbohydrates greater than 20 g, and encouragement to complete missed training. Investigation of this case revealed no confirmed device malfunction and suggested that user behavior and missed training could have contributed to hypoglycemia following a high glucose correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.